Event description:
It was reported that during inspection, an ht70 plus ventilator's touchscreen was found to be unresponsive. There was no patient involvement at the time of the reported event. An investigation was performed on the unit and the reported condition was confirmed. It was found that the ribbon cable between the control board and the display board was improperly seated in the connector of the display board. To address the issue, the cable was reseated. The unit was processed per factory service process and the unit passed all testing and operated within the manufacturing specifications.